Event description:
It was reported that the patient presented in clinic. The patient's right ventricular (rv) lead exhibited high capture threshold and high defibrillation impedance. The lead was capped and replaced on (B)(6) 2025. Patient was stable.